Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "was no longer functioning" and that the customer had reverted to multiple dose injections for insulin therapy. Multiple attempts were made by tandem technical support but further information was unable to be obtained.